Manufacturer narrative:
Device evaluation: analysis was completed for the low voltage power supply, and the reported complaint was confirmed. The power supply was tested using a computerized battery analyzer. The bench test failed. Output voltage drifted. It measured 5.223vdc on the output, but it was expected to measure 5.100vdc. Analysis determined there was an electrical failure with the returned low voltage power supply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep tested and verified that the low voltage power supply was too low. The rep replaced the low voltage power supply board and adjusted to specifications. The imaging system then passed the system checkout and was functioning properly. The low voltage power supply was received by medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was beeping. The site representative stated that it takes about 20 minutes after boot-up for the imaging system to start beeping. The site representative also stated that she is unable to take a spin when the system is beeping. There was no patient present when this issue was observed.